Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 3.50x28mm promus element ¿ stent was advanced but was unable to cross the lesion. It was then noted that the stent was dislodged from the stent delivery system balloon. The physician attempted to snare the detached stent into the radial artery but this was unsuccessful. The physician then performed an incision in the arm and removed the stent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that the entire stent profile was damaged with severe stretching of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 3.50x28mm promus element ¿ stent was advanced but was unable to cross the lesion. It was then noted that the stent was dislodged from the stent delivery system balloon. The physician attempted to snare the detached stent into the radial artery but this was unsuccessful. The physician then performed an incision in the arm and removed the stent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.